Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller confirmed that they were able to successfully load a new cartridge and resume insulin therapy, resolving the issue.